Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer reported elevated blood glucose (bg) levels above 600 (mg/dl). An injection was delivered to treat bg levels. Due to occlusion alarms occurring in the past, troubleshooting with tandem technical support was unable to be performed.